Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath and guidewire. During the procedure, while attempting to advance the cat6 with the peel away sheath, over the guidewire and into the sheath, the cat6 would not advance; therefore, the physician decided to remove it. While removing the cat6, the physician experienced resistance and upon removal, it was noticed that the cat6 was ovalized approximately 10 cm from the distal end. The procedure was completed using a new cat6, another sheath and the same guidewire. There was no report of an adverse effect to the patient.